Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a Large Volume Infusor leaked from the fill port. The device was filled with 70ml of normal saline and 170ml of fluorouracil. This occurred during filling. There was no patient involvement. No additional information is available.